Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set kinked cannula within 3 or more hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of event was reported as high. No further information available.